Manufacturer narrative:
(B)(4). Method: the complaint iw932 cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. Our investigation is therefore based on photograph and the information provided by the hospital and our knowledge of the product. Result: visual inspection of the provided photograph reveal a crack on the base near the centre column. Conclusion: cracks to the plastic leg base region of the cosycot infant warmer are known to occur when it has been overloaded. The maximum weight limit is specified in the operating manual and in the product technical manual of the cosycot infant warmer. To increase awareness and to prevent and/or reduce the incidence of cracked plastic bases, f&p states that the maximum weight on the infant warmer inclusive of all accessories and the patient should not exceed 115kg. The subject cosycot had been in service for nearly 13 years, it is therefore reasonable to expect wear and tear.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the elevator base of the iw932 cosycot infant warmer is cracked. There was no patient involvement.